Event description:
It was reported that an ilet user received a ¿38 ¿ insulin, consecutive stalled motor¿ restart alert and experienced hyperglycemia with a blood glucose reading of 293 mg/dl without symptoms; the user had restarted multiple times, performed a dry run past 120 without recurrence of the alert, and disclosed reuse of the same cartridge, after which they were advised to change all supplies. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to establish a device-related cause, with the cause not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.